Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting inhibition and the no capture due to dislodgement. Reprogramming was performed to resolve the observations resulting from the dislodgement. No adverse patient effects were reported.